Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was feeling chest wall stimulation. The right ventricular (rv) lead was repositioned. A testing was performed and patient confirmed no chest wall activity at new location. The rv lead remains in service. No additional adverse patient effects were reported.